Event description:
The nood flasher 2.0 device intermittently leaks electric current into the activation button during the flash discharge operation, causing a user to feel a high voltage electric jolt during use. The jolt is enough to either let go of the device or cause severe distress to the finger/hand.